Event description:
Related manufacturer number: 1627487-2022-03479; and 1627487-2022-03480. It was reported the patient drg system was not providing adequate pain relief. Troubleshooting performed to no prevail. In turn, surgery may take place later.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.